Event description:
It was initially reported the guidewire would not cross the lesion during dilatation of a difficult stenosis of an arteriovenous shunt. Another guidewire was used successfully and there were no pt complications involved. Upon receipt and evaluation of the device, the engineers indicated the device was received in two pieces. Further follow up indicated the guidewire tip detached and remained in the pt. It was indicated significant resistance was encountered during removal of the guidewire. Continual exertion against resistance resulted in detachment of the distal tip of the guidewire in the pt. The pt underwent surgical retrieval of the detached guidewire tip and graft revision. No pt sequelae resulted from this event. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the wire was received in two pieces. The distal tip of the wire measured 4.8cm of coils and 6cm of unravelled wire. The proximal half of the wire measured 140cm in length. The total length of the guidewire was 150.8cm. Follow-up indicated continual exertion against resistance resulted in detachment of the guidewire tip. It also indicated the pt's stenosis was difficult. Co believes user technique and pt anatomy contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "warning: attention should be paid to guidewire movement in the vessel. Always advance or withdraw a wire slowly. Never push, auger, or withdraw a guidewire which meets resistance. Resistance may be felt tactilely or noted by tip buckling during fluoroscopy."